Manufacturer narrative:
At this time the product has not been returned for investigation. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that the patient could be subject to if the device produces inaccurate measurements.

Event description:
It was reported that the sensor not pairing correctly, causing irregular alignment issues on tibia. No patient injury reported.

Manufacturer narrative:
An investigation of the returned reference sensor was performed. The reference sensor was tested with an in-house navigation unit and able to pair with and complete back-table calibration several times without any issues. The device was found to function as designed. A review of the device history record (DHR) for the returned reference sensor was conducted. The device passed all manufacturing specifications prior to release. Orthalign will continue to monitor this issue and take action if or when alert limits are exceeded. Correction to the 510(k) number included in this follow-up.